Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. The logs showed that system checkout was bypassed prior to putting the patient on the ventilator and the last successful checkout was on (B)(6) 2021. The user then turned the device back on (B)(6) and started ventilating the patient associated with this complaint. The ventilator logs also show that the display unit was unable to communicate with the ventilator control board, however the ventilator continued to ventilate the patient. Per the ventilator user manual, when this internal error occurs, it states, the ventilator will continue to ventilate the patient with the current settings and show this [ventilator failure] message on the display". However, it may be difficult to visually see if the patient is still being ventilated from chest movement or by listening to sounds from the heart, lungs, or other organs. Therefore, the ventilator user manual also states that, access to an appropriate alternative means of ventilation at all times is required to prevent patient injury or death in the event of ventilator failure. Since the ventilator display is unavailable to make changes to ventilation, it is up to the clinician to decide if the patient should be manually ventilated while attempting to reboot the ventilator, manually ventilate while securing alternate ventilation, or to transfer the patient to an alternate source of ventilation. In this case, the patient was removed from the ventilator and manually ventilated and transferred to another ventilator.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a loss of ventilation during a case on a patient being treated for covid-19. The unit had a black screen and alarmed for a ventilator failure, ventilate manually. The patient allegedly became grey and was subsequently ventilated manually. The patient was connected to another ventilator and later died.